Event description:
It was reported that in the last two years this patient has had an MRI and it "changed the settings". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found. Final device analysis of the catheter revealed the following: there were no significant anomalies found. The catheter was received in segmented parts.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).